Event description:
It was reported by the attorney that the pt underwent a heart valve replacement surgery in 1994. Prolene sutures were used in the operation. Pt developed an unspecified infection and died. No other info was provided.